Event description:
Patient report "prominent lateral radial folds". Later healthcare professional reported "capsular contracture baker grade ll". Later healthcare professional reported "rupture". This record is for right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.